Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received off no power alert. The customer¿s blood glucose level was ranging from 250 to 60 mg/dl. Customer declined to troubleshooting for high and low blood glucose. The customer did not receive a low battery alert prior to the off no power alert. The customer was advised the pump requires brand new or fully charge batteries to work effectively. Customer also mentioned that the insulin pump had motor error alarm. Customer was assisted with displacement test for motor error and the test was pass. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will not be returned for analysis.